Event description:
The facility reports during a transfer of a patient, the pivoting rail of the easytrack system fell apart from the bath adaptor. The patient fell down in his wheelchair with a malaise in the arm.

Manufacturer narrative:
The easytrack system with bath adaptor has been modified by the client from its original configuration without manufacturer authorization. The modifications made to the system result in: a third spring pin has been installed within the post, which is not zinc coated and was not aligned with the two other spring pins; there were tool marks where the hold for the third spring pin was made; a second trolley was found in the expandable rail at the opposite side of its original configuration. The modifications carried out do not secure the rail on the post and do not prevent uncoupling of the rail. In a regular configuration, the rail lock mechanism fits in a rail groove. In the modified configuration, the rail is not blocked when supported on the added spring pin. Based on observations, the manufacturer concludes the easytrack was modified in a dangerous way by the client. The client decided to carry out these modifications by himself without consulting the manufacturer beforehand, and also without the knowledge that modifications would affect the safety and system performances. The risk of injury is probably because the post modifications did not have a safety mechanism which prevents the rail from falling. The manufacturer recommends the customer be made aware of the findings. It is further recommended the customer have all similar products inspected and repaired as needed by a qualified technician. The customer is to refer to bhm when a special need is expressed so secure alternatives can be provided. Lastly, it is recommended the customer have this product repaired and returned to specification or removed it from service permanently.